Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 22 mmol/l (396 mg/dl) after an unspecified duration of pod wear. The patient reported soreness and bleeding at the infusion site. Upon pod removal, the cannula was found to be bent. The patient managed blood glucose levels with manual insulin injections while away from home camping and without spare pods. No medical intervention was reported.